Manufacturer narrative:
The insulin pump was received with blank display due to missing battery tube spring. The pump was received without original battery cap and unable to test for damage battery cap. The pump had broken battery tube threads, broken belt clip slot at battery tube threads area, cracked reservoir tube lip, cracked reservoir tube window and scratched lcd window. Note: this is a remediation. Medtronic diabetes implemented revised reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised reportability criteria.

Event description:
It was reported of low blood glucose readings and a blank display from the insulin pump. The customer's blood glucose reading was 37 mg/dl. The customer treated the low readings with caramel. The customer stated that they changed the battery and the pump died. The customer was advised to wash her hands before inserting new battery. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement battery cap.